Event description:
It was reported that patient had falling several times over the last 2 months and the device was not working properly. The patient ¿believes it's because he's fallen several times and he's been in the hospital a few times.¿ it was indicated that patient just had a rough time since the middle of summer; he had been in and out of the hospital and nursing homes. The patient had not made any adjustment with his programmer since the problem started. It was indicated that patient talked to health care provider (hcp) about removing the device completely but the hcp does not recommend surgery to remove it. The hcp wanted patient to get the device reprogrammed or ¿just leave it in his body not working." It was indicated that patient was not feeling stimulation and noted a poor communication screen with and without antenna. I was noted that patient was not being able to make adjustment both with or without antenna attached. It was indicated that patient basic understanding of: patient programmer use. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v271801, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).